Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.

Event description:
Reporter alleged the needle from the new multiclix lancet drum protrudes outside of it when it was just taken out of the box. No actions or treatments were reported. No adverse event reported. A request was made for the return of the suspect device.